Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, at the moment the surgeon was starting to approach the beam, the steel cable of the prograsp forceps instrument broke which was noticed by the team present in the room at the time. No abrupt movement or different manipulation was noticed by the surgeon. At that time, another forceps of the same model was requested for replacement so that the surgeon could continue the surgical procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.